Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their recharger was not working and the issue began this morning. The power button on the recharger was flashing orange and it was making an unpleasant sound. During the call the power button was no longer flashing orange. The recharger powered on normally, but the patient stated that the recharger made beeping tones that indicated it connected to the ins even though the recharger wasn't anywhere near their ins. The patient also noticed that the power button the recharger was solid green. Agent had the patient reset the recharger, which corrected this issue and allowed the patient to begin a recharge session.  The recharger app indicated that the ins was charging, but the patient noticed it was in recovery mode (ins battery icon was red and they could see the low and high numbers at the bottom of the screen). The patient was surprised that the ins battery level was low, but they didn't state why they were surprised. Agent advised patient to maintain the highest number and reposition the recharger as needed. Patient was able to maintain a connection to the ins for the remainder of the call. Patient will continue charging and did not require further assistance. Patient mentioned that the recharger usually has trouble connecting to the ins, but they said it connected easily during the call. Additional information was received from the patient. They called back to report that a couple days ago the recharger battery light was going up and down and then it turned off. The patient picked it up today and when they turned it on, the light was flashing orange. The patient stated [the recharger] also had a hard time finding the implant and the doctor said it was implanted too deep. The patient stated the issue with not finding the implant had been going on since they were implanted. The issue with the orange light was unknown; it had just progressively gotten worse. A replacement wireless recharger and charging dock were requested to be sent out. The patient was directed to their healthcare provider (hcp) if the issue was not resolved. Additional information was received from the patient on (B)(6) 2025. They called back after they received the replacement recharger. The patient was instructed how to pair the new recharger.